Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 years due to aortic stenosis. In addition, she had developed progressively enlarging ascending aortic aneurysm. Operative findings: mildly thickened pericardial valve, which mainly appeared to be small for her body size. There was no significant regurgitation. The explanted device was replaced with another edwards bioprosthetic valve. The patient was weaned from cardiopulmonary bypass without difficulty. There were no operative complications reported.

Manufacturer narrative:
(B)(4). There are several potential causes for prosthetic aortic stenosis (e.g. Calcification, pannus growth). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The op report indicates that the valve was only mildly thickened. It was noted that the valve was small for the patient's body, which was likely due to her having the prosthesis implanted at a young age ((B)(6)). There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.